Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k08071, h14a27021, and h14c21046 with no issues noted during the manufacturing process. There were no issues detected during the manufacturing processes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if the patient was recovering or had recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 3.